Event description:
Two pts were scheduled (back to back) for radiation therapy for prostate cancer. For pt convenience, they switched their order for treatment. (B)(6) was taken back to the treatment area to change clothes and then entered the treatment room. His name was below the other pt on the screen but the tech highlighted his name and his photo appeared. The tech used the mouse to move down on the screen to the "treat" box and he clicked on the "treat" box and the treatment commenced. This took less than 1 second. At the end of the treatment, the tech noticed that the name and picture on the screen were of the first pt who was scheduled for radiation therapy, not the pt who just completed the treatment.